Manufacturer narrative:
Further information from the reporter regarding event will be requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported an event of one syringe of juvéderm vollure¿ xc had ¿the needle disengage while injecting.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.